Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received the monitor was unable to pass incoming functionality testing. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified however was consistent with external defibrillations. No adverse event resulted from the defective monitor.

Event description:
Monitor sn (B)(4) was returned and evaluated for a death investigation. As received the monitor was unable to pass incoming functionality testing.